Event description:
The hospital reported that when they opened the vasoview hemporo (ous) vh-3000 package, the product to the power, and the tip of the scissors burned itself without touching the switch on. The doctor consider if it was an electrical short circuit, and they changed another one to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID 790298. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000269053 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.